Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, the shaft broke. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 23.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, the shaft broke. There were no patient complications nor injuries reported.